Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device run in the locked position. The device also failed pretests for safety check. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
The device eg1a was submitted from affiliate in china and following condition(s) were reported: does not function. It was reported that it started and it stopped working after the unknown surgery. It will be repaired in china cts, not return to opco. The event involved 1 device. The malfunction has been reported to have occurred during : post-op, and involved : no information has been reported. Reported injuries : there were no adverse consequences to the patient. Surgery delay : no report of surgery delay has been made at this time medical intervention : no report of medical intervention has been made at this time other information on the surgery/event : no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under (B)(4) needs to be returned to the respective analysis site for the service to be performed.

Event description:
It was reported from china that during service and evaluation, it was determined that the motor device run in the locked position. The device also failed pretests for safety check. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.